Event description:
The user facility returned a high flow insufflation unit to the service center. During inspection of the returned device, it was observed that part of the indicator light on the front panel did not light up. The customer did not report any patient user injury or harm reported to olympus.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we surmised that this was lighting failure caused by faulty front panel. Olympus will continue to monitor field performance for this device.